Manufacturer narrative:
The model number was updated. The investigation was completed, and section h codes have been updated.

Event description:
It was reported that the device allegedly rolled over a staff member's foot, causing an injury. The device was allegedly left in steer instead of placed in brake. The injured employee is now wearing a boot until their foot heals. No patient was adversely affected, and no clinically relevant delays in treatment were reported. The cause for the pinch/crush point that resulted in an injury to a caregiver was not due to any component level defect as this issue was due to use error. It was further identified in the labelling review that not properly setting the break can result in injury.

Event description:
It was reported that the device allegedly rolled over a staff member's foot, causing an injury. The device was allegedly left in steer instead of placed in brake. The injured employee is now wearing a boot until their foot heals. No patient was adversely affected, and no clinically relevant delays in treatment were reported.